Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating on the outer surface of the jaw had partially come off. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
The subject device was used during a laparoscopic sigmoidectomy. Error occurred and the probe of the device broken inside the patient. The user didn't know the place where the fragment of probe fell off. And the user could not find the fragment. The probe was broken inside the patient, so the user thinks the fragment has been still left in the patient. The procedure was completed with another thunderbeat device. There was no report about patient outcome regarding the probe fragment. No further information was reported. Olympus medical systems corp. (Omsc) received the device. And as a result of omsc's investigation, it was found that the probe was broken and the coating of the jaw was partially come off on (B)(6) 2016. This report is regarding the coating damage. Please cross-reference the following report about the probe breakage: 8010047-2016-00779.